Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that there was inflammation by the implant that was noticed first in (B)(6) 2015 that lasted about a month. On (B)(6) 2015, the implantable neurostimulator (ins) was moved due to the inflammation. Relevant medical history included non-malignant pain